Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had multiple wires that were pinched and some had insulation compromised. It was also indicated that the upper case had a broken screw boss and that there were three screws that were contaminated. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.